Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported coronary sinus dissection may have been procedure related.

Event description:
During implant, the physician inserted the cps direct introducer into the coronary sinus. Imaging revealed a dissection, for which no intervention was required. The physician successfully finished the implant procedure. The patient was in stable condition.